Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead of the helix failed to extend. As a result, the lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but was not received.